Event description:
It was reported that a patient underwent an occipital-cervical stabilization procedure. After the occipital plate was implanted, the surgeon tried to fix the rod with the set screws; after several failed attempts, the surgeon removed the plate and implanted a new plate and was ale to complete the procedure. No additional complications were reported.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Analysis of the returned device shows that a functional check of the oc plate was performed with a setscrew reference (B)(4) and lot h06d1390 from a demo set. The setscrew can be inserted as intended into the oc plate head. No pre-existing defect has been identified on the returned implant that can be responsible of the event. A functional check demonstrates that the oc plate is working as intended. Such event may happen if the setscrew is inserted angle to the oc plate head.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.